Manufacturer narrative:
Concomitant products: 2.5 x 15 mm balloon catheter, abbott 2.5 x 15 mm drug-eluting stent. The patient was found to have one-vessel disease and had one target lesion treated during the index procedure. The patient's left ventricular ejection fraction was greater than fifty percent (lvef>50%). The mid lad target lesion was reported to be: de novo, mid, mildly calcified/tortuous, a 95% stenosis, 28 mm length, 3.0 mm vessel diameter, and type c. The lesion was pre-dilated with a 2.5 x 15 mm balloon catheter at 8 atm. A cypher 3.0 x 18 mm stent was implanted at 16 atm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The second diagonal non-target lesion (tl) was reported to be: de novo, a 70% stenosis, 12 mm length, ostial, and 2.5 mm vessel diameter. The residual stenosis was 0% and the post-procedure flow timi 3. The final dissection grade for both lesions was 0. The thirty-day follow-up contact indicated the patient had no angina. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Evaluation remains unchanged from what was previously reported. Updated complaint conclusion: information received from the cypress study indicated that a dissection and mi occurred during the index coronary artery stenting procedure. The patient's medical history is significant for angina (within past 6 weeks), positive functional study for ischemia (within past 6 weeks), and family history of coronary artery disease (cad). The target lesion was the mid left anterior descending artery (lad). The lesion was described as de novo, 95% stenosed, tortuous and heavily calcified. The lesion was pre-dilated followed by the implant of a 3.0mm x 28mm cypher stent at 16atms. The lesion was post-dilated for a dissection. The dissection occurred at the ostium of the second diagonal (dx). The dissection was also treated with the implant of a 2.5mm x 15mm abbott stent at 12 atms. The reported residual stenosis for both lesions was 0%. The event was reported to be unrelated to the study device and was possibly related to the study procedure and the patient was discharged the day of the procedure. The catheterization report indicates that a dissection did not occur after treatment and ivus of the mid lad. The report also mentions treatment of the diagonal and the implant of a xience stent, but does no mention a dissection occurring. Further clarification has been requested. Additional info received (B)(4) 2012, indicating the patient was diagnosed with an mi on the day of the index procedure based on cardiac enzymes only. Post procedure ckmb peaked at 26.0 and troponin peaked at 3.71. There was no reported treatment for the mi and the patient was discharged the day after the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that this event is related to the design or manufacturing process therefore no action will be taken. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Additional info received (B)(4) 2012 indicating the patient was diagnosed with an mi on the day of the index procedure based on cardiac enzymes only. Post procedure ckmb peaked at 26.0 (uln 5.50) and troponin peaked at 3.71 (uln 0.08). There was no reported treatment for the mi and the patient was discharged the day after the procedure. Mi is considered to be a life-threatening serious injury and is therefore MDR reportable.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a dissection occurred during a coronary artery stenting procedure. The patient's medical history is significant for angina (within past 6 weeks), positive functional study for ischemia (within past 6 weeks), and family history of coronary artery disease (cad). The target lesion was the mid left anterior descending artery (lad). The lesion was described as de novo, 95% stenosed, tortuous and heavily calcified. The lesion was pre-dilated followed by the implant of a 3.0mm x 28mm cypher stent at 16atms. The lesion was post-dilated for a dissection. The dissection occurred at the ostium of the second diagonal (dx). The dissection was also treated with the implant of a 2.5mm x 15mm abbott stent at 12 atms. The reported residual stenosis for both lesions was 0%. The event was reported to be unrelated to the study device and was possibly related to the study procedure and the patient was discharged the day of the procedure. The catheterization report indicates that a dissection did not occur after treatment and ivus of the mid lad. The report also mentions treatment of the diagonal and the implant of a xience stent, but does no mention a dissection occurring. Further clarification has been requested. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that this event is related to the design or manufacturing process therefore no action will be taken.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and was found to have one-vessel disease and had one lesion treated during the study index procedure. After pre-dilation, the physician implanted a cypher 3.0 x 28 mm stent at 16 atm. In the mid left anterior descending (lad) target lesion. The stent was post-dilated. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. The patient was reported to have experienced an adverse event of a dissection to a non-target vessel. The physician implanted an abbott 2.5 x 15 mm drug-eluting stent at 12 atm. In the second diagonal target lesion to treat the dissection of the non-target lesion. The stent was post-dilated with a 2.5 x 15 mm balloon catheter at 16 atm. The event was reported to be unrelated to the study device and was possibly related to the study procedure. The patient was discharged the day of the procedure. Additional information/procedural report received indicated that no dissection occurred during this patient's percutaneous coronary intervention (pci)/index procedure. Additional information/clarification has been requested but is not available at the time of this report.